Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer stated on (B)(6) blood glucose was 41 mg/dl and customer eat pasta and drink apple juice and on february 1 blood glucose level was 47 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer did not used auto mode feature. The customer was treated with food and glucose tablets. The insulin pump will not be returned for analysis.